Event description:
A valiant captivia , endurant ii cuffs and endurant ii tubes were implanted in the chevar  treatment of a impending ruptured aaa. Me dtronic peripheral stent were also implanted in the sma and iliac artries to prevent blocking blood flow. Sentrant sheaths and a reliant balloon were also used in the procedure.  It was reported 2 days post the index procedure, the patient presented emergently with abdominal pain. The patient was diagnosed with a mycotic aneurysm rupture. Intervention was performed. Angio duringthe intervention identified a stent fracture in the implanted medtronic peripheral stent. A non mdt stent was placed to bridge the fractured part and remains in the original stent. An additional valiant captivia was also implanted. The cause of the rupture was due to mycotic infection. It was noted that there was no issues/malfunctions associated with the endurant and valiant stent grafts. There is no associated complaints against the sentrant and reliant balloons used during the procedure. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the reported aneurysm rupture was confirmed on the films provided; however, the cause of the event couldn¿t be determined on the limited film provided. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Complete post-implant CT¿s were not available for review; therefore, a thorough assessment of the patient¿s anatomy and stent graft in-vivo configuration could not be performed. It is considered that the cause of the event was related to mycotic infection, as reported by the physician, but this could not be analysed on the film received. Analysis of the returned stills and video did not reveal any out of specification stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.